Manufacturer narrative:
A visual examination of the returned device found the clip inside the package. The clip prongs were not locked into the capsule and were bent. Given the condition of the returned device, there isn¿t enough information to determine a probable root cause.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped onto tissue, but would not detach from the catheter to deploy. It was noticed that the clip did not have a good grasp of the tissue and slipped off of the tissue to be removed from the patient. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped onto tissue, but would not detach from the catheter to deploy. It was noticed that the clip did not have a good grasp of the tissue and slipped off of the tissue to be removed from the patient. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported issue of clip failed to release from catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.